Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/05/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: the analysis results found that the device was returned with no damage in the external components. The device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident. Complaint information will be included in complaint trending that is reviewed by the applicable product quality safety surveillance data review board on a regular basis to determine if further action is necessary.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail. How was procedure successfully completed? There were no adverse events to the patient. A similar product was used.

Event description:
It was reported that a patient underwent a bilateral inguinal hernia procedure on (B)(6) 2021 and the absorbable straps were used. During surgery, the doctor was affixing the mesh to the upper left. After the doctor went to fix the mesh at the bottom and affixing the mesh to the periosteum, the staples were not fixing. The doctor insisted there was a problem with the device. The procedure was completed successfully with a like device. There were no adverse patient consequences reported. Additional information was requested.